Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.

Event description:
There was no plastic wrapping (pouch) covering the insertion kit. The iab was used. Another insertion kit was opened and used. (Event complications: unknown - reported 06/03/97.) (Pt's current status: unk - rpt'd 06/03/97.)